Event description:
Case description: a surgeon reported that 5 patients developed spinal infections associated with the use of gelfoam and a recent recall of the product. This report is on the fifth pt. The surgeon reported that a pt underwent an instrumented lumbar spinal fusion in which gelgoam powder was used. On an unspecified date, pt developed a postoperative infection. Cultures were positive for staphylococcus aureus, candida albicans, and serata mucescens. Treatment involved a surgical debridement of the infected area and long-term antibiotic therapy. No further info was provided. For cross reference on the other patients, see MFR #2001047448us, 2001047449us, 2001047450us, and 2001047380us.